Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 29-oct-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on 10-oct-2019. The sampling performed on 10-oct-2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 4 isolates: 1 - positive rods - acinerobacter genomspecies 9, 2 - positive rods - acinetobacter genomspecies 9, 3 - positive rods - unidentified, may be a member of the bacillaceae family, 4 - positive rods - unidentified, may be a member of the bacillacea family. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 04-nov-2019. The duodenoscope is pending inspection by pentax medical service as of 11-nov-2019: pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 03-nov-2015. The video duodenoscope is awaiting repaired and organic resampling as of 11-nov-2019.